Event description:
On 7/17/94 a dynaflex device was implanted. On 12/5/96 the right cylinder was revised. On 7/15/97 the left cylinder was removed from the pt and replaced due to fluid loss - breakage - would not inflate.